Manufacturer narrative:
(B)(4). Software version 4.11e. Retainer ring = black. On 12/20/2021 the customer reported that the pump and sensor sometimes won't link depending on where the sensor is located. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. The device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The unit was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The unit was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected sensor errors or connection anomalies were noted. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 780=lost sensor 1 alert occurred 12/18/2021 18:52:00 and 12/19/2021 18:08:00; 781=lost sensor 2 alert occurred 12/19/2021 18:24:00 and 12/19/2021 18:34:00. The adapt tool does not list any pump errors which could potentially trigger a critical pump error. After visual inspection, there are traces of previous moisture presence inside the case and on the fringes of electrical board. In summary, the customer¿s report that the pump and sensor won't link was not confirmed; however, due to the previous moisture presence seen inside the case, the unit is considered a failure. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump and senor did not get linked sometime. No harm requiring medical intervention was reported. The customer will discontinue to use the device.